Event description:
Description of event: a patient with type 2 diabetes mellitus was admitted to the hospital with new onset recurring hyperglycemia (blood glucose of 598 mg/dl). Her diabetes was under good control. Two weeks prior to admission she had noted deteriorating glycemic control, and her hba1c had increased. She was not in ketoacidosis. Precipitating factors for hyperglycemia , including infection and other pathophysiological stressors, were ruled out. Her hyperglycemia was treated with intravenous fluids and a regular insulin infusion. We investigated further to figure out the reason for the sudden worsening of her glycemic control. She demonstrated clear understanding of the device and injection technique. Her lantus insulin pen was working well. Inspection of her novolog pen revealed that the disc at the end of the piston rod and its attached plunger had disengaged and were floating in the transparent chamber. The piston did not effectively push the plunger to dispense the insulin, even when the patient was able to press the button fully. However, during the procedure, the dose scale went down to zero in the dosage indicator window, suggesting that the insulin had been delivered. The patient denied any mishandling or mechanical damage to the pen. She had noticed that her pen seemed to have lasted longer than it usually did, with no significant depletion of insulin in the residual scale window. The following week, the patient returned to the office with a similar complaint about another novolog pen. On the day of her office visit, while trying to administer the novolog by pressing the push button, she felt that the ¿give way¿ was unusual. She inspected the pen carefully and found a similar problem. The disc at the end of the piston rod and the attached plunger had disengaged and were floating in the reservoir. List of diagnostic tests: see attached

Event description:
Description of event: a patient with type 2 diabetes mellitus was admitted to the hospital with new onset recurring hyperglycemia (blood glucose of 598 mg/dl). Her diabetes was under good control. Two weeks prior to admission she had noted deteriorating glycemic control, and her hba1c had increased. She was not in ketoacidosis. Precipitating factors for hyperglycemia , including infection and other pathophysiological stressors, were ruled out. Her hyperglycemia was treated with intravenous fluids and a regular insulin infusion. We investigated further to figure out the reason for the sudden worsening of her glycemic control. She demonstrated clear understanding of the device and injection technique. Her lantus insulin pen was working well. Inspection of her novolog pen revealed that the disc at the end of the piston rod and its attached plunger had disengaged and were floating in the transparent chamber. The piston did not effectively push the plunger to dispense the insulin, even when the patient was able to press the button fully. However, during the procedure, the dose scale went down to zero in the dosage indicator window, suggesting that the insulin had been delivered. The patient denied any mishandling or mechanical damage to the pen. She had noticed that her pen seemed to have lasted longer than it usually did, with no significant depletion of insulin in the residual scale window. The following week, the patient returned to the office with a similar complaint about another novolog pen. On the day of her office visit, while trying to administer the novolog by pressing the push button, she felt that the "give way?" Was unusual. She inspected the pen carefully and found a similar problem. The disc at the end of the piston rod and the attached plunger had disengaged and were floating in the reservoir. List of diagnostic tests: see attached